Event description:
The customer reported that while the unit was in use on a pt, they observed evidence of dried blood in the catheter. But, the unit continued to pump normally and did not alarm. Therapy was continued until the unit displayed a "blood detect" message. The intra-aotic balloon was removed and therapy was discontinued. The pt expired.